Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the blown fuse is unknown. In order to correct the condition, the fuse was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.